Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that following system implant and pocket closure of this pacemaker system, there appeared to be right atrial (ra) lead loss of capture (loc) and elevated threshold measurements (2.9v@0.4ms). During the case, a manual threshold testing of this right atrial (ra) lead with the pacing system analyzer (psa) provided a threshold measurement of 0.9v@0.4ms. It was noted that right atrial automatic threshold (raat) was on, but back up pacing was not provided. Technical services (ts) explained that beat-to-beat back up pacing was not provided on raat but was available on autocapture. Ts discussed troubleshooting options and programming considerations, recommending programming ra to trend to monitor and determine whether ra placement was optimal. This pacemaker and this right atrial (ra) lead remains in service. No adverse patient effects were reported.